Event description:
Study event. Device malfunction: none reported. Symptoms/ae: precentral gyrus infarction. Time of symptoms/ae: post-procedure in recovery room. It was reported that this patient underwent successful stent implantation of the left internal carotid in 2006. Post-procedure in the recovery room, the patient complained of right arm numbness and tingling and was subsequently diagnosed with a precentral gyrus infarct. Her condition is improving and she was discharged. No additional was available.

Manufacturer narrative:
This case is being submitted voluntarily as it is not considered death, life threatening, or permanent injury necessitating medical or surgical intervention.